Event description:
The tip of the in-line filter for protonix IV is breaking off in the IV tubing port, causing the IV tubing to become unusable, reported by several nurses in critical care for multiple pts.